Event description:
Additional information was received from a representative on (B)(6) 2017. It was reported that new medication was to be titrated up this week while continuing to titrate the old pump with the broken catheter down. Once an appropriate dose is reached for the patient and the new pump incisions have healed, they are going to have the patient return for surgery to remove the old pump and broken catheter. It was indicated that this was all the information that the representative had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The pump off password was requested. The procedure was not due to a problem with the device or therapy. No symptoms were reported. The patient had a new catheter and pump implanted and the old pump was left implanted with a part of the old catheter attached. The hcp wanted to turn that pump off (off state). No further complications were reported/anticipated.

Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2001 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine [50 mg/ml] at a dose of 17 mg/day, bupivacaine [unknown concentration at an unknown dose, and baclofen [unknown concentration] at an unknown dose via an implantable pump for non-malignant pain and failed back syndrome ¿ other. It was reported on (B)(6) 2017 that the patient was having a new pump placed for elective replacement indicator (eri) and that there was a broken catheter found on fluoroscopy. They looked at the catheter under fluoroscopy and attempted a dye study and they were not able to draw back fluid as diagnostics/troubleshooting performed. It was noted on the fluoroscopy that the catheter was broken and looked to be severed at the entry point to the spine. It was noted as an environmental/external/patient factors that may have led or contributed to the issue that there was a possible car accident sometime prior. It was unknown when the break happened and whether the patient was receiving medication intrathecally with the old pump. Surgical intervention occurred as the physician elected to implant an entire new system including a new pump and catheter while leaving the old pump to titrate the dose. It was noted that the new pump was filled with saline and that they would titrate the other pump down before initiating medicine in the new pump. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). It was indicated that at the time of the report the issue was not resolved.